Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sutained during the surgical procedure.

Event description:
It was reported that the leads were explanted due to dislodgment.